Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
A patient implanted for spinal pain reported in october they were suddenly experiencing nerve pain. There were no falls, accidents, or traumas reported. An emg was done which didn't find anything. Steroids had also been prescribed but were ineffective. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.